Event description:
It was noticed that the connector of the drainage tube to the foley catheter bag was slowly dripping. Approximately 40 mls spilled onto the floor. The bag was changed. The only identifying information on the bag was bard pk7641835.